Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was detached from patient connector of a peritoneal dialysis (pd) transfer set which resulted in a leak. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown) correction made to a2: date of birth: (B)(6) 1972 (previously submitted as (B)(6) ) correction made to a3: gender: female (previously submitted as ni) additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, and it did not show any evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.